Event description:
The wife of a male patient called lifecor customer support to report that one of the two battery packs would not charge. She reported when it was placed into the charger, it would indicate it was charging, then flip to the charger fault light. The other battery pack worked fine. Later the same day the patient's wife called to report the monitor will not turn on with either battery pack. She reports the battery contacts inside the monitor look ok. Neither the patient nor the patient's wife could recall if the monitor was displaying his name when she removed the battery pack this morning. The patient's monitor and both battery packs were replaced.